Event description:
During routine testing, bed failed the lateral pull test at 35# versus a spec of 50#. Note, this bed passed the test in 7/2011 indicating that the current recall remediation of annual brake testing will provide no additional safety for the patient. Proactive kit replacement by stryker is required to prevent failures and provide for patient safety.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service tech will be sent to replace brake kits.